Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination of the returned device identified stent damage. The stent struts at rows seven and eight were slightly raised and misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, a catheter was unable to cross the target lesion. The target lesion was located in the left anterior descending artery. After predilatation to 16 atms with an unspecified balloon, the 2.50 x 24mm promus element stent delivery system was introduced. The sds was unable to cross the target lesion and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.